Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) to report that his onetouch verio2 meter was powering off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue began. It is unknown what medication, if any, the patient takes to manage his diabetes, however he stated that he did not make any changes to his usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of feeling ¿dizzy and angry¿ an unknown time after the issue occurred, however denied receiving any treatment as a result of the issue. During the call the cca noted that it was not the first time that the meter had been used and there was no apparent misuse of the device. The correct batteries were being used and did not require replacing. The issue could not be resolved with training. The product was replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.